Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, where the upholstery attaches, the right rear screw broke off and is in the crossbar.